Event description:
It was reported that a patient underwent a laparoscopic ventral hernia repair on (B)(6) 2015 and straps were used. During the procedure, when the physician attempted to fire the device, it was noted to be out of alignment, and the strap came broken. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4): when the strap came broken, it was split in two pieces. The broken strap was removed. Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the device delivered and piloted 5 straps properly. Device worked as intended. In addition, the 5 straps were found in good conditions. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.